Event description:
It was reported that during a tlif while implanting the peek implant at l3/l4, the inserter end of the implant corner fractured. The fractured implant was not replaced and was left implanted. No other complications were reported.

Manufacturer narrative:
(B)(4). Device remains implanted, product evaluation is not possible at this time. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.